Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "air leakage from cuff." This occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4 primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device sample was received in used condition in a plastic bag. During visual inspection, no damage was identified on the device. A functional leak test was performed, and the device failed to stay inflated, and a leak was confirmed in the cuff. The complaint was confirmed. A root cause was not identified. A device history record (DHR) review could not be performed as the lot number was unknown.